Event description:
It was discovered during CABG, leakage from the tubing to the inlet port of the cooling coil of cardioplegia set p-0100 with lot # 92124232. After the clamp was on, the cardioplegia was started but there was no pressure build-up place and there was retrograde flow noticed (so blood ran from patient back to drip chamber). Cardioplegia was then administered via a different way by anesthesia with a set of the competitor. During the procedure, they were looking for the cause, and there was a hole in the tubing at the inlet port of the cooling coil. (They have the cooling coil stand in a bucket with ice and the spill was not immediately noticed during the first administration of cardioplegia). Ref #(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The sample has not been rec'd yet. Once the sample is returned, we will observe, test and evaluate to determine the root cause. A supplemental medwatch will be submitted as soon as further info becomes available.